Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 16/jun/09. The reporter of the complaint was asked to indicate the product serial number and explant date. The info has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The pt has indicated that allergan may not contact the surgeon. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Band slippage is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of band slippage and pouch dilatation as follows: "band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain."

Event description:
Event reported by pt as, "I had a lapband put in about 2 years ago but I had to have it removed about 6 months ago due to serious complications caused by band slippage. By the time the band was removed it had divided my stomach into two sections and these sections had blown up like a balloon." F/u findings: pt stated that the pt experienced acid reflux over weeks, not resolved by medication and that the lap-band system was explanted. There was no perforation of the stomach and/or esophagus. The pt explained that the surgeon mentioned that another pouch had developed.